Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2367 alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) inquired the home patient (hp) if she was connected, the hp stated yes. The tsr then asked if hp pressed go before she connected, and the hp stated no. The tsr had hp cycle power to the hc machine. The tsr then checked alarm log, and found se 2367 alarm on 07/02 at 1946 and se 2240 alarm on 07/02 at 1945. The tsr explained the alarm to the hp. The hp revealed that she left the clamp closed on the patient line. The tsr explained that the line was full of air and compromised the set, and advised the hp to press stop and to disconnect the aseptic way. The tsr instructed hp to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The cause is a closed clamp on the patient line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a follow up phone call by product surveillance to the nurse on (B)(6) 2010, it was revealed that the home patient (hp) is just fine and continuing therapy without issues. The nurse confirmed that the hp did not report any connection issues or defects on the supplies. Per nurse, the sample and lot number were unavailable. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. The nurse had no further information.